Event description:
We have received numerous complaints with regard to the hospital's system 1e located in sub-sterile b. Every morning it would fail its initial diagnostic testing indicating it failed temperature level. After a few diagnostic tests the water temperature would reach where the diagnostic test would pass. This could take up to 6 consectutive dianostic tests before it would pass. After meeting with biomedical engineering, building engineering and or staff, it was decided to install a electronic valve with a timer that would run the hot water line for 3 minutes. This would allow the water to reach temperature to pass the diagnostics. After the installation of water valve and timer was complete, the system 1e has consistently passed its diagnostic self test.======================manufacturer response for washer-sterilizer, endoscope, system 1e (per site reporter).======================we had asked approval from the regional service manager and sales representative.